Event description:
It was reported that during an unspecified procedure, a guide wire fracture occurred. The lesion was located in the right coronary artery. During the procedure, the spring tip of the luge guide wire became unraveled. The wire was removed, however, a piece of the wire remained in the patient. The physician subsequently used a stent to secure the wire fragment to the vessel wall. There were no patient complications. Patient status is reported as "fine". Addendum: access was obtained through the right femoral artery. The 100% stenotic, de novo lesion was located in the non-calcified and non-tortuous proximal portion of the artery. The procedure was completed with two non-bsc stents.

Event description:
It was reported that during an unspecified procedure, a guide wire fracture occurred. The lesion was located in the right coronary artery.during the procedure the spring tip of the luge guide wire became unraveled. The wire was removed, however a piece of he wire remained in the patient. The physician subsequently used a stent to secure the wire fragment to the vessel wall. There were no patient complications. Patient's status is reported as "fine".addendum: access was obtained through the right femoral artery. The 100% stenotic, de novo lesion was located in the non-calcified and non-tortuous proximal portion of the artery. The procedure was completed with two non-bsc stents.

Manufacturer narrative:
Device evaluated by MFR: updated device evaluation: the returned device was received missing approximately 3cm of the spring tip. Visual inspection of the wire found kinks at 2, 41 and 53cm from the proximal end respectively. The 2mm of the corewire was exposed at the tip. The outer diameter of the device was measured and met specifications. The sem lab examination revealed that the fracture surface exhibited evidence of fatigue along with elongated dimple ruptures indicative of a bending action. Compression and tension zones were noted. No material anomalies were observed. The fracture surface was caused by fatigue in a bending overload direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.

Manufacturer narrative:
Device evaluation: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, a guide wire fracture occurred. The lesion was located in the right coronary artery. During the procedure, the spring tip of the luge guide wire became unraveled. The wire was removed, however, a piece of the wire remained in the pt. The physician subsequently used a stent to secure the wire fragment to the vessel wall. There were no pt complications. Pt status is reported as "fine".